Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. . A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, crease fold, wear abrasion, missing, broken plug strap. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool on anterior side. The fill test inspection was performed the result is no blockage. Based on the device analysis the final assessment is: - a striated edge openings on anterior side due to surgical damage. The reason for reoperation is capsular contracture, baker grade iii and patient's concern with the product. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Health professional reported right side capsular contracture, baker grade iii, and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device was explanted.

Event description:
Health professional reported right side capsular contracture, baker grade iii, and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device was explanted.